Manufacturer narrative:
The reported field event of magnet response failure was not confirmed by analysis. The device was successfully able to detect the magnet and inhibit therapy. Interrogation of the device revealed the device was above eri when received. Review of the egm directory showed that the inappropriate hv therapy was consistent with the lead dislodgment. Telemetry, pacing, sensing, impedance, hv output, hv shock, capacitor maintenance, and patient notifier were tested on the bench. No noise was observed in real-time egm. No anomaly was detected.

Manufacturer narrative:
Supplemental report is needed to correct the date received by manufacturer or first notification date from june 19, 2017 to june 18, 2017.

Event description:
New information received states that abbott was first notified on (B)(6) 2017.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to dislodgement. The emergency facility attempted to use a magnet, but was unable to suspend device therapies. The device and leads was explanted. No further information is available.

Event description:
New information received notes that the patient was anxious at the time because she had received multiple inappropriate shocks to lead dislodgement.